Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
The healthcare professional via the manufacturer representative reported that the implantable neurostimulator (ins) was not working and the patient was not feeling stimulation after the patient was electrocuted in his home on (B)(6) 2016. This was considered a sudden change in therapy/symptoms. Per the healthcare professional's request, the manufacturer representative planned to see the patient and check the device at the patient's appointment on (B)(6) 2016. Additional information was received from the manufacturer representative on (B)(6) 2016 while with the patient at the healthcare professional's office; the manufacturer representative reported that the ins was not communicating with the implantable neurostimulator recharger (insr), clinician programmer, and patient programmer. It was noted that stimulation was on the day before the electrocution, but turned off the day of electrocution and the battery was 3/4 full at the time. It was recommended that the manufacturer representative try a short 5-minute physician mode recharge (pmr) then try a normal charge session; it was reviewed that a 60-minute pmr was recommended if the short pmr did not work. The manufacturer representative later reported that a 10-minute pmr was performed, the battery was empty, and a power on reset (por) was seen. The por error code was not noted, and the por was cleared. The ins was charged for half an hour; the ins was not 25% full but the rep was able to turn the ins battery on and the patient was receiving normal stimulation coverage. It was noted that the patient's programming was intact. Impedances were within normal limits. Additional information received from the healthcare professional on (B)(6) 2016 reported that the electrocution incident occurred while the patient was replacing an exhaust fan in his house while his ins was off. The patient was shocked while changing the fan, and was unable to connect to the ins with the patient programmer after the shock. The consumer via the manufacturer representative on (B)(6) 2016 reported that there was normal charging since the por was cleared. The patient's indications for use included non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.